Event description:
It was reported that during insertion of the iab, the balloon began to unwrap and the catheter could not be passed through the sheath. The entire assembly was removed and replaced without any complications. Prior to attempted insertion of the iab, the attached one-way valve would not function properly when the physician attempted to draw a vacuum. He decided to insert the iab despite this difficulty.